Event description:
While using the equipment it failed to function properly. The surgeon requested a new piece of equipment and was used without incident, no harm to pt or delay in procedure. FDA safety report ID# (B)(4).